Event description:
The representative reports that there is undersensing of r waves at minimum sensitivity. A lead revision is going to be scheduled. On (B)(4) 2012 - per local representative, this revision is still pending.